Event description:
It was reported that the tip of an aleutian tlif ii inserter handle and inner shaft was bent outside the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inner shaft.

Manufacturer narrative:
The device was visually inspected and the tip of the inserter was confirmed to be bent. The deformation observed indicated that a cantilevering force was placed on the device. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. The most likely cause of the reported event was determined to be multifunctional: application of excessive cantilever force and normal wear and tear due to the device age (almost 4 years old).

Event description:
It was reported that the tip of an aleutian tlif ii inserter handle and inner shaft was bent outside the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inner shaft.